Manufacturer narrative:
The device from the reported event has been returned to angiodynamics, however, the device evaluation has not yet been conducted. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by end user hospital in (B)(6), dialysis catheter which had been placed (B)(6) 2016 was removed due to a crack in the extension tube. Used catheter has been returned to angiodynamics. There was no patient injury or complications.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (B)(4) in order to determine the last three lots shipped to the reporting customer in the six months prior to the procedure date. Two lots were obtained through the shr: (4937446 and 4854998). The device history records for the lots obtained through the ship history report (packaging lots) were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo dialysis product family and the failure mode "extension leg - detached/separated/fractured. " no adverse trend was indicated. It was noted during the visual inspection of the returned catheter that there was a hole just below the female luer {blue clamp side}. The reported complaint device failure mode of "hole noted in extension tubing near hub junction" was confirmed. The hole was observed in the venus extension tube adjacent to the flat section of the hub, i.e. 90° from the parting line. Although the damage to the catheter was confirmed, there are no visible indications that the failure is related to either the manufacturing process or associated tooling. The exact root cause is unknown, however, a potential root cause for this failure is over torqueing of the hub to extension tubing junction during cleaning/use of the device. Based on a similar reported failure mode, a CAPA was opened to investigate this issue. Per CAPA, on-site clinical training was performed on the proper use of bioflo dialysis catheters. In addition, a torque resistance specification has been added to the design inputs of this product family. (B)(4).